Event description:
Pt had c-section for failure to progress, (history of bloody amniotic fluid) large baby required vacuum pump assistance for delivery of head. Seal lost several times, probably due to hair on infant's head. Vacuum pump reapplied 3 or 4 times until infant delivered. Later in nursery infant developed symptoms such as mottled skin and was transferred to a level iii nursery. Diagnosis of subgaleal hematoma made and infant expired. Use of vacuum pump was within MFR's guidelines.